Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that promark apex locator gave incorrect measurements. No injury.

Manufacturer narrative:
Dentsply - promark apex locator. S/n: (B)(6) mfg date: 2022-12-25 accessories included: 3x cables. Eval notes: the battery was completely dead upon testing. The unit went to a full charge after a complete charging cycle. I could not duplicate said issue. All 3 measuring cables passed all tests. All parts checks ok. Did not receive charger to test so I am recommending a charger you will need to replace the charger. V841119000501. Conclusion: battery defect correcting serial number from (B)(6) to (B)(6). This is a follow up report for this corrected information.